Manufacturer narrative:
The technician found that the hi/low bracket assembly was bad allowing the hi/low braking mechanism to malfunction. The technician replaced the bracket assembly to resolve the issue.

Event description:
The account alleged that the bed was lowering down slowly by itself on occasion. No patient impact.